Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet tones were heard.

Event description:
Boston scientific (formerly guidant) received information that this recently implanted implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet tones were heard.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Guidant's technical services (ts) discussed the situation with the caller and paged the field representative for follow-up. No adverse patient effects have been reported. No further information is available at this time. This event will be reopened should further information become available. Additional information was received that this device was later electively explanted. No adverse patient effects were reported during the procedure.